Event description:
It was reported that far field r wave oversensing was observed during right ventricular (rv) or left ventricular (lv) cap confirm testing causing inappropriate mode switching. Rv and lv cap confirm were programmed off as the post ventricular atrial blanking period was already extended. The patient was stable before, during and after interrogation.